Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 08-sep-2015, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with three neurostimulators. It was reported that the patient thinks that her lead for her implantable neurostimulator moved so it is no longer working, and she had stopped using it. The patient thinks that there might be a short in the wire. This lead was noted to be implanted subcutaneous up her neck. The patient noticed that the issue with the lead began about two years prior to the report. Contributing factors may be that the patient had the implantable neurostimulator previously moved to ensure proper distance between this implantable neurostimulator and her interstim device in 2017. The patient was inquiring if her implantable neurostimulator could be removed. The patient was redirected to their health care professional. There were no further complications reported.